Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 119-135mg/dl fasting. Verified test strips expire 06/20/2018. Confirmed customer's test strips are being stored properly and opened vial date is 08/26/2015. Customer performed a back to back blood test 285mg/dl and 235mg/dl. Reviewed meter memory: (B)(6). Customer concern was with the blood results of 71 and 86mg/dl that was taken on yesterday (B)(6) 2015. No adverse event reported.